Event description:
A discordant, falsely elevated sodium (na) result for one patient was obtained on the advia chemistry 1650 instrument. This result was not reported to the physician. The patient sample was re-tested on the same system and lower sodium result was obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. The fse fixed a partially clogged ise line and a low vacuum. The fse changed tubing on the waste system, verified precision, and performed qc successfully. The system is operational and performing within specification. After evaluating the data and the instrument, the cause of the discordant, falsely elevated sodium result is unknown. No further evaluation of the device is required.